Event description:
The shears somehow fractured during the procedure and were unable to function. We did not replace them as we were close to the end of the case. Cautery (hook) was used to complete procedure.manufacturer response for sonicision, (brand not provided) (per site reporter).======================took report of incident, issued frt# and sent a return kit.